Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the spin collar while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing leaked at the spin collar while in use on a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the spin collar was not confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Examination under magnification did not reveal any tool marks, indications of stress, or other damage to the luer. Functional and pressure testing resulted in no leaking or alarms. The luer component was found to be within specification. The cause of the reported failure was not determined.

Event description:
The customer reported that the tubing leaked at the spin collar while in use on a patient. There was no report of patient harm.